Manufacturer narrative:
(B)(4). Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj.  In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  Investigation results indicate the wrong size valve was implanted in the patient. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by field clinical specialist (fcs), an annular rupture that occurred after the wrong size valve was implanted in the patient, who died as a result. There were 12 tavr cases scheduled at the hospital for the day.  As is practice, the rep worked up all 12 cases two days prior to the day of surgery.  This work-up assists in the independent confirmation of the hospital¿s measurements for valve sizing.  One of the cases was a patient image with annulus measurement of 590mm2. The 29mm sapien s3 valve is indicated for a 590mm2 annulus.  All case measurements were then provided to the vcc.  The day of the procedure, the lead physicians typically do case review with the reps included to confirm valve sizing by comparing their laptop measurements and sizing with the ic.  That morning, only 4 or 5 of the 12 patients scheduled were reviewed during case review.  The remaining cases for that day were not reviewed during the case review.  At the time of the sixth or seventh procedure, the rep went into room and confirmed the last name verbally and then stepped out of the room to get the device.  The procedure had already begun when he returned with the 29mm device system; the rep did not participate in a procedural time-out, which may have occurred while he was out of the room.   He prepared the 29mm s3 valve, commander delivery system, and 16fr. Sheath.  At the time he handed off the prepared system to the ic, as is his practice, he called out that it was a 29mm s3 nominal prep.  The ic deployed the valve.  After the valve was deployed, a contrast leak was seen; it appeared to be around the left main.  After a couple of fluoro shots, the rupture was identified.  There was no prolonged resuscitation.

Manufacturer narrative:
Reference CAPA-20-00141.